Event description:
It was reported that shaft break occurred. The target location was located in the arm. A 8.0 x 40, 75cm mustang¿ balloon catheter was used during fistulogram. Post procedure, it was noted that the distal portion of the shaft broke off, approximately 1mm to 2mm in diameter and the detached portion was left inside patient's body. The patient was admitted in the hospital for observation and was discharged the following morning after receiving dialysis. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that the multifocal areas of moderate to severe stenosis in the outflow of the cephalic vein and terminus were treated with balloon angioplasty. The 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion and the balloon was inflated however it ruptured and a small fragment of the balloon catheter embolized to the segmental branch of the right pulmonary artery. Multiple attempts at retrieving the small fragment were unsuccessful. The patient remained asymptomatic with stable vital signs and pulse oximeter reading.